Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic patient record from the event for review. Upon review of the electronic patient record, physio-control was able to verify that the device did power off multiple times during the reported event. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off multiple times by itself. Additionally, a service light appeared. The patient, a (B)(6) elderly female, was having a pacemaker implanted during the reported event. The device was being used to monitor the patient, as well as pace/defibrillate if it were necessary; however, neither pacing or defibrillation were necessary during the event. A backup device had been obtained and was available for use had it been necessary. The patient survived the event. There were no reported adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control further evaluated the customer's device and observed proper operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off multiple times by itself. Additionally, a service light appeared. The patient, a 94 year-old elderly female, was having a pacemaker implanted during the reported event. The device was being used to monitor the patient, as well as pace/defibrillate if it were necessary; however, neither pacing or defibrillation were necessary during the event. A backup device had been obtained and was available for use had it been necessary. The patient survived the event. There were no reported adverse effects to the patient as a result of the reported issue.